Event description:
It was reported that the customer was delivering a bolus and received a no delivery alarm. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the infusion set or reservoir for analysis. Customer changed out the infusion set and site and the problem was resolved. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)